Event description:
The device was scrapped during the implantation surgery. There was contact of the device to the patient. The user was successfully implanted with the back-up device.

Manufacturer narrative:
The device was not implanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was scrapped during the implantation surgery. There was contact of the device to the patient. The user was successfully implanted with the back-up device.

Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements during implantation, surgery was indicative of a device malfunction. However, no in-situ measurements showing the reported issue were received. During device investigation the stimulator electronics works within specification. Damage to the active electrode caused by excessive mechanical stress was found explaining the hi channels found during implantation surgery. This damage is likely related to the implantation surgery e.g. Multiple insertion attempts. A back-up device was implanted. This is a final report.